Event description:
Caller reported that pump battery would not charge, causing pump screen to remain dark and not turn on. Unable to confirm impact on customer¿s blood glucose level. Caller tried different charging methods, including using a tandem charging cable with various wall adapters, but the issue only temporarily resolved. Technical support decided to replace the pump, and caller was advised to use multiple daily injections (mdi) as a backup. Caller was instructed to put the malfunctioning pump into storage mode and return it using a pre-paid label within 10 days.